Event description:
The customer contact reported an operator error in programming the device resulting in the patient receiving less medication than intended. At 2100, the device was programmed to deliver heparin 25000units/500ml, with a dose of 1300units/hr, at a calculated rate of 26ml/hr and the delivery was started. On (B)(6) 2010 at 2044, the rn noted the device display indicated the device was delivering at a rate of 0.5ml/hr instead of the intended rate of 26ml/hr. The customer contact indicated, the device was programmed to deliver at a dose of 26units/hr with a calculated to a rate of 0.5ml/hr instead dose of 1300units/hr with a calculated of a rate of 26ml/hr. The md was notified and only ordered the pt moved to an unspecified floor. It was reported that after the patient was moved to a new floor, the same device was reprogrammed to deliver at the intended dose of 1300units/hr and rate of 26ml/hr and the delivery was restarted. After an unspecified length of time, it was reported that the patient had "issues with his legs" and reportedly had an amputation of "one or both legs." The customer contact indicated, the user facility has not determined if the amputation was related to the operator error that resulted in the patient receiving less medication than intended; however, the customer contact did not believe the amputation was related. The customer contact stated that the user facility has implemented additional training for the nursing staff and the drug library has been updated with new hard and soft dose limits for the lower limit for heparin. Though requested, no additional info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The customer contact indicated the event was the result of an operator error in programming the device. (B)(4).